Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) and a healthcare professional (hcp) regarding a patient who was receiving dilaudid (hydromorphone) (3mg/ml at .1mg/day) via an implantable pump for non-malignant pain and postlaminectomy pain. It was reported that the pump was emptied and rinsed with pfns, the doctor attempted to aspirate the catheter and did not get free flow, but pulled back enough fluid to perform a dye study. Dye was flowing into the catheter, but not from the tip. Patient states that prior to last refill he was doing well, so it is unknown what the cause of his issue was. No pump tubing prime was done, but the catheter and catheter access port (cap) were primed. No actions are currently planned. The issue was resolved at the time of the report.